Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with 450cc mentor memorygel breast implants. The patient reported that she noticed the following issues with her left breast: decreased volume, small round lumps, and constant pain. Additionally, the patient reported that she experienced joint pain, exhaustion, dizziness, and constant nausea. No device issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or expected explantation date. This report is for the patient's left-sided device.